Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient had experienced syncope prior to the fall and that a fluoroscopy image was taken of the lead during the lead revision procedure. However the physician did not relay the results of the fluoroscopy image to the field representative.

Event description:
Additional information was received that the physician did test the rv lead right before it was revised with a pacing system analyzer (psa). All measurements tested normally through the psa. The physician still felt it was necessary to replace the lead with the pulse generator to ensure no intermittent issues in case there was a lead issue, but not picked up during testing with the psa. The lead was not returned with the pulse generator as it was surgically abandoned in the patient.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker dependent patient was hospitalized following a fall where he cut his head. Right ventricular (rv) loss of capture with greater than two seconds of asystole was observed on telemetry while the patient was lying in the hospital bed. The field representative was contacted and upon interrogation noted that there was loss of capture at higher outputs but capture was noted at lower output settings. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray to determine if the patient's fall attributed to any issues. Subsequently a revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.